Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, a malfunction alarm occurred. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.